Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap chole, both bags from the same lot were opened and inserted through a 11mm trocar. Both bags deployed normally but broke when the specimen (gall stone) was placed into the bag and the bag was removed out the incision site. There was not an excessive amount of force used to removed the bag from the incision. In both cases the distal pointed end of the bag had a small hole in it prior to the specimen being placed into it. There was no patient injury.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv), concurrently with engineering, conducted an evaluation of two endo catch* 10mm specimen opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, an engineering evaluation, and an evaluation of the returned device. The reported condition for this incident was that the bag was torn. A tear was noted along the very distal tip at the seam of each bag. There was plastic remnant on the metal ring and the ring was intact. The bag was detached from the device. The pull ring was not received. One bag was fully cinched and the other was not cinched. Engineering noted that stretch marks were present on both bags, indicating incorrect handling during use. The plunger and metal ring advanced and retracted properly. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken bag. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may be due to rough handling of the device. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.